Event description:
After delivered to the field acknowledgement by team, the device was not working. There were two blinking lights, which indicated malfunction. The rep was called. The device was not used.